Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2008-01592. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with implanting coronary stents. Patients that smoke have an increased risk of an adverse event occurring. The act of coronary stenting in a bifurcation is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the event. There is nothing to indicate that this event is related to the design or manufacturing process of the cypher select plus.

Event description:
Approximately 9 months post-procedure, the patient had angina pectoris (2008). A month later, the patient had a CABG to treat a 90% focal restenosis of the target lesion. The report is from the study. The patient was a male with a history of hypertension, hyperlipidemia, and smoking. The indication for the index procedure was unstable angina pectoris. The target vessel was the mid circumflex artery. Vessel diameter was 2.75mm and the lesion length was 40mm. Pre-procedure stenosis was 90% and timi flow was 3. The lesion was de novo, bifurcated, angled, and heavily calcified. Lesion location according to medina was 1,1,0. The lesion was pre-dilated with a 2.5 x 15mm balloon at 20atm. A cypher was deployed at 20atm and post-dilated due to the bifurcation. A cypher was deployed at 18atm. Post-procedure stenosis was 20% and timi flow was 3. There were no complications and the patient was discharged 2 days post-procedure.